Manufacturer narrative:
The device was tested on bench and no anomaly was noted. Due to the longevity calculation and normal bench testing results, the cause of the low impedance and no low voltage output was determined to be premature depletion. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that when the asymptomatic, non-dependent patient presented to the emergency room after feeling vibratory patient notification alert few days before, premature battery depletion was observed. Device reached eri and eos on same day. During device replacement procedure, high threshold and low impedance was observed on both atrial and ventricular leads. Leads were normal when tested through psa. All the measurements were stable and in range with the new device and new atrial lead. The patient did not experience any symptoms.